Event description:
It was reported that the user experienced repeated cgm pairing failures between a dexcom g7 continuous glucose monitor (cgm) and the ilet, while the sensor was paired to the dexcom app on the phone; the user re-entered the sensor code before contacting support without resolution and ultimately replaced the sensor. No adverse clinical symptoms were reported. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. User support included interview and review of device use and pairing configuration, with confirmation that the cgm was not paired to any devices other than the phone at the time of assistance. Investigation of this case revealed a pairing failure between the cgm and the ilet, consistent with interoperability or connectivity issues, and the user was provided education on troubleshooting and appropriate pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and connectivity conditions related to cgm pairing configuration.